Manufacturer narrative:
Additional information: a voluntary medwatch was received on 26dec2017. Per the medwatch, cracked blue hub on triple lumen catheter four hours after insertion. By midnight (unspecified date) 2017, red hub also cracked. Reported as incident; however, no patient adverse event occurred. Hub was taped and locked to prevent use. Red hub later discovered cracked due to leakage. Corrected information: date of event. Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One device was returned for further analysis and it was confirmed that the blue proximal hub had a hairline fracture. A document-based investigation was performed. The manufacturing documents in place at the time of manufacture were reviewed and no notable gaps in production or processing controls were noted. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. However, the hubs are manufactured by a supplier and the supplier has been notified. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog number: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was cracked. The product problem ultimately necessitated the placement of another central line. Additional information has been requested from the customer, but none has yet been provided. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.